Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was white powder inside the packaging.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The tubesets was visually inspected for damages, and white marks on the shaft of the disposable tip. The white marks are from rubbing of the disposable tip and the white cassette body during shipping. The probable root causes for the white powder could be extreme shipping conditions. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was white powder inside the packaging.